Manufacturer narrative:
(B)(4), title intra-abdominal giant infected seroma following laparoscopic inguinal hernia repair source hernia, volume 19, 2015 (795¿797) date of publication: 26 october 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on 2015, the patient underwent laparoscopic transabdominal preperitoneal inguinal hernia repair for the left and right sides and was discharged on the same day and followed up at seven weeks and one year without complication. Six years later, the patient presented with abdominal and right lower limb pain and non-tender, immobile mass and was confined to the lower abdomen; upon CT scan, a large cystic mass confined by a thick contrast enhancing rim 17 x 15 x 16 cm determined to be an infected seroma. They drained and exploration of the cavity was performed under anesthesia. There was no recurrence after 6 months.